Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the shaft is separated 28.8cm from the tip. The shaft appears to be stretched prior to separating. There are multiple kinks along the shaft. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a device fracture occurred. A 5.0mmx20mmx135cm (4f) sterling was selected for angioplasty of renal artery stenosis. During the course of the procedure, a 6f sheath was placed, then a v18 guidewire along with c2 imaging catheter was placed in the upper part of the aorta abdominalis. Angiography showed stenosis in the ostial of right renal artery. The c2 imaging catheter along with the v18 guidewire was placed in the right renal artery. Then, the pta balloon was prepared for pre-dilation, but after unpacking, it was noted that the delivery shaft was fractured. Another 6-20mm balloon was used for pre-dilation. A 6-18mm pre-loaded stent system was placed, and afterwards an angiography showed that the blood vessel was in good condition with smooth blood flow and no leakage of contrast. The procedure was completed successfully. No complications were reported and the patient was stable post-procedure.

Event description:
It was reported that a device fracture occurred. A 5.0mmx20mmx135cm (4f) sterling was selected for angioplasty of renal artery stenosis. During the course of the procedure, a 6f sheath was placed, then a v18 guidewire along with c2 imaging catheter was placed in the upper part of the aorta abdominalis. Angiography showed stenosis in the ostial of right renal artery. The c2 imaging catheter along with the v18 guidewire was placed in the right renal artery. Then, the pta balloon was prepared for pre-dilation, but after unpacking, it was noted that the delivery shaft was fractured. Another 6-20mm balloon was used for pre-dilation. A 6-18mm pre-loaded stent system was placed, and afterwards an angiography showed that the blood vessel was in good condition with smooth blood flow and no leakage of contrast. The procedure was completed successfully. No complications were reported and the patient was stable post-procedure.